Manufacturer narrative:
Analysis: the device will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Neither autopsy nor explant information was reported. Conclusion: based on the received information, the reported leaflet motion probably lead to regurgitation, and the potential cause of the observed leaflet motion was calcification. Calcification is an inherent risk of surgical valve replacement. With the limited information available, a relationship between the device and the death could not be established.

Manufacturer narrative:
Product analysis: the product specimen will not be returned for device analysis. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical mitral valve, the physician was unable to rotate the device into an ant-anatomical position after a considerable amount of time and effort. After the heart was closed and while attempting to wean the patient off of cardiopulmonary bypass (cpb), a transesophageal echocardiogram (tee) showed that one of the mitral valve leaflets was not moving, resulting in severe regurgitation. The patient was returned to cpb, and the physician unsuccessfully attempted to rotate the device into a more optimal position. The physician explanted the device, debrided the annulus of excess tissue, and implanted a 24mm mechanical valve. Post-operatively, the patient was placed on extracorporeal membrane oxygenation (ECMO) and transferred to the intensive care unit. Two days later, the patient died.

Manufacturer narrative:
Corrected information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician indicated that the physician was unable to rotate the device due to severe calcification throughout the heart. The cause of death was right ventricular failure. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.